Event description:
It was reported that sparks from a damaged rover power cord was observed. There were no reports of any injuries associated with this event. No further info was provided from the user facility and attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
A MFR field service technician was dispatched to the user facility to evaluate the device. Visual inspection confirmed that the power cord was shredded, however, no sparks were observed. The cause of the cord damage is unk, but may be the result of mishandling. The power cord assembly was replaced and the rover returned to use.